Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that their son was hospitalized due heart attack and also had high blood glucose on (B)(6) 2018. The customer blood glucose level was unknown at the time of incident. The customer declined for troubleshooting. The customer was treated with insulin drip during hospitalization. Customer declined to perform a carelink upload. Customer reports they contacted their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.